Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient was undergoing a minimally invasive posterior spinal procedure. It was reported that during the procedure, the guidewire broke in half and a portion remained stuck in the tap. All pieces were retrieved from the patient. No patient complications were reported.